Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca needed to be replaced. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in the mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. Following the conclusion of the on site evaluation, it was reported that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all performance assurance testing. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The therapy pca was found to be fully functional and a cause for the originally reported issue could not be determined. The device remains at the customer site and no further action is required at this time.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.